Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the green light on the customer's sensor did not flash after the transmitter was connected to the sensor, and when the sensor was pulled out the electrode was missing. The patient's blood glucose at the time of incident is unknown. The sensor was returned for analysis and a replacement sensor was shipped to the customer.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor cannula bent inside sensor. Unable to confirmed customer received sensor in said condition due to customer returning it opened/used.